Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. No changes or intervention was reported. There were no patient consequences.